Event description:
Event description guidant received information that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited high impedance measurements on the left ventricular pacing lead with loss of capture at 7 volts. The set screws were examined and shown to be tight.